Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a wedge resection procedure, one side of the staple line did not staple. The case was completed using sutures. There was no adverse patient consequence.